Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/26/2017 with the following findings: a review of the black box showed no unexplained power interruptions. The battery compartment was cracked alongside the pump. No damage was found to the battery cap. The battery cap attached securely to the pump. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours with no power issues occurring. The battery cap contact heights and widths were within specification. The pump was opened to find no damage to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.